Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at connection to the smartsite during an infusion on a patient. There is no report of patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report of a leak in the tubing was confirmed. Visual inspection was performed on the extension set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. Visual inspection discovered that the female luer of the model 30914 extension had an 11.6 mm crack. Functional testing confirmed leaking at the female luer crack. The root cause of the leak was determined to be the female luer crack. The origin of the crack is unknown.

Event description:
The customer reported fluid leaked from the connection of the syringe set to the smartsite during an infusion of rocephin and saline flushes. The set had been in use for 12 hours. There is no report of patient harm.